Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right atrial lead was found to have over-sensing of noise resulting in inappropriate automatic mode switch. Corrective programming changes were made on (B)(6) 2021. No patient consequences were reported.